Event description:
A customer reported that the equipment displayed a system message and locked during an intraocular lens (iol) implant procedure. The case was completed with an alternate system, following a delay of 30 minutes. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the system and replaced the irrigation pressure sensor (ips) load cell. Preventive maintenance was performed. The system was then tested and met product specs. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).